Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p5d1105), egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p5d1105), sigtrsb45amt, sigtrsb45amt 45mm med thk reinforced rel (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a lobectomy, the device partially fired. The same issue occurred on the second set of manual staplers. A third handle and reload were used to resect and re-staple the tissue. Surgical time was extended by 30 minutes. There was no patient injury.